Event description:
It was reported that the system 7 dual trigger rotary continued running on it's own without user activation during a surgical procedure. Towards the end of the case, the surgeons glove became entangled in the device. It was confirmed that the surgeon was not injured as a result of this event. The case was completed successfully without any procedure delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
The device is not available for evaluation at this time. If additional information becomes available and the device is received a follow up report with be submitted. The device is not being returned by the customer for evaluation.